Event description:
Information received indicates the technician found the bed has a high ground resistance reading at the power cord plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.